Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer had been experiencing consistently low blood glucose (bg) levels (45-47 mg/dl). The customer addressed the low bg level by eating food. The customer thought that the profile settings were incorrect. A clinical diabetes specialist assisted the customer with the settings. The customer's bg level was now stable (112 mg/dl).